Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and a barbed suture was used. During the procedure, while closing, the pa was suturing normally and the string broke in two. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number tkbahq and tmbbka were reported, but a third, unknown lot number appears to be involved. If so, can you identify it? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/30/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following information was requested: it was reported that ¿the complaint was previously submitted, but because the customer was delayed in providing an address to return the product, the complaint closed. Therefore, a new complaint was opened once a proper address was provided to send a product return kit.¿ please confirm, was an additional complaint created to capture a return product in additional to the following 3 complaints (B)(4)? If yes, please provide the product complaint number associated with the returned product. Which original product complaint number did the returned product belong to? For each patient event (B)(4) please clarify the following: how many devices were involved for each event. (Currently there are 3 ip reported under each of the three files). The following information was received: the late rationale was because the complaint was previously submitted, but because the customer was delayed in providing an address to return the product, the complaint closed. Therefore, a new complaint was opened once a proper address was provided to send a product return kit. There is no third lot number, the incidences were just filed separately. All incidences that occurred were within the two lot numbers. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; three unopened samples that pertain to the product code sxmp1b413. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.